Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's levels. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.